Event description:
It was reported that perforation, pericardial effusion, cardiac arrest, and death occurred. A left atrial appendage (laa) closure procedure was performed under local anesthesia. Transseptal puncture (tsp) was complex, and the anatomy appeared to be rotated. A non-bsc needle was used for transseptal puncture, and appeared to fall below the level of the septum into the inferior vena cava, and the needle may have been exposed. During the transseptal crossing, it is believed that a perforation occurred in the inferior vena cava and right atrium. The needle was then exchanged for a j tip wire, and the physician went into the superior vena cava. An exchange was then done and the wire was taken out, and the needle was reintroduced. The physician then came down with the tsp system, and was able to successfully cross, however, they septum was challenging to cross, and the tsp system did not readily cross the septum. After some effort, the tsp system moved across the septum into the left atrium. A transesophageal echocardiogram (tee) to check for effusion was completed. No effusion was noted at this time. The procedure continued, and a wire was introduced into the left superior pulmonary vein. The watchman access system (was) was then introduced into the left superior pulmonary vein. Next they positioned a 6 fr pigtail into the laa, and a contrast image was performed. Nothing abnormal was noted on the contrast image. The 27 mm watchman flx device was then loaded into the was and deployed. The watchman device appeared over compressed in the mid, so the device was repositioned more proximally. The watchman device still appeared over compressed, so the device was recaptured. The physician stated, after the procedure, that the recapturing of the devices did not feel out of the ordinary and felt like smooth recaptures. At this point, it was noted that the patient's oxygen saturation was dropping, and another sweep for pericardial effusion was done with tee. At this point, an effusion was noted. The physician and lab staff immediately began a pericardiocentesis. After several minutes, the patient stabilized, and the effusion was no longer visible. A re-attempt to place a device was done. A 6 fr pigtail catheter was reinserted and a contrast image of the appendage was attempted again. Before any contrast could be injected, it was noted that the patient's oxygen saturation was dropping again. A tee sweep was done, and a pericardial effusion was again seen. About 4 minutes had passed from the time no effusion was seen, until the time it returned. Manual aspiration of the accessed pericardiocentesis was done, but it was noted that the effusion was growing. Heparin was reversed during this time with protamine, and a cardiothoracic surgeon was called as cardiopulmonary resuscitation was being performed. The patient stabilized. The patient was transferred to surgery and open heart surgery was performed. The patient passed away.